Manufacturer narrative:
Lead; model 39565, serial # (B)(4), implanted: unk, explanted: unk. Recharger: model 37754, serial # (B)(4), implanted: na, explanted: na. Patient programmer: model 37744, serial # (B)(4), implanted: na, explanted: na.

Event description:
It was reported that low out of range group impedances (184 ohms) were measured. All electrode impedances were normal at approximately 500-700 ohms. All electrodes on the paddle were active. The implantable neurostimulator (ins) battery depletion was normal. It was suggested to decrease active electrodes and consider longer interval cycling as an additional option. Additionally, charging was more than expected and the patient programmer displayed the "charge now" icon. Later, the number of electrodes being used was reduced and they were able to lower the patient's amplitude. The patient went home and everything was taken care of. There was no explant.